Manufacturer narrative:
Evaluated 1 random seal reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Also ran basal, bolus occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a paradigm pump. Performed device manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no air bubbles and no occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level and reservoir had air bubbles. The customer's blood glucose level was 460 mg/dl. The customer declined for the troubleshooting for high blood glucose level. The customer stated that the auto mode was inactive on the insulin pump during high blood glucose level event. The insulin pump will not be returned for the analysis.